Manufacturer narrative:
(B)(4) - advancer. The analysis results found that one el5ml device was received in good visual condition with a clip partially fed into the jaws. In an attempt to replicate the event reported, the clip was removed from the jaws and the device was cycled; upon testing one malformed clip was fed. The instrument was fired again and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent. The device was disassembled in order to evaluate the internal condition of the components and the tip of the advancer was confirmed to be bent, causing the device malfunction. Upon inspection, two clips were noted to be inside the clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a problem with the staples (one above the other). The surgeon opened a new ligamax after two attempts to complete the case. There were no adverse consequences for the patient.